Event description:
The device involved in this MDR report was found in standby mode. It was re-initiated with the standard programmer successfully.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.